Manufacturer narrative:
Corrected data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve procedure involving the harmony-25 valve, during the initial attempt to deploy the valve, after release of row 1 and 2, the transition from the right pulmonic artery to the mean pulmonic artery was missed and it was noted that the valve outflow was folded. This required recapture and replacement of the system. A new valve was loaded into a new delivery catheter system and successfully implanted. It was noted that the branch pulmonary arteries and bifurcation were small, which could have contributed to the infold. No patient complications have been reported as a result of this event.

Event description:
It was reported that during a transcatheter heart valve procedure involving the harmony-25 valve, during the initial attempt to deploy the valve, after release of row 1 and 2, the transition from the right pulmonic artery mean pulmonic artery was missed and it was noted that the valve outflow was folded. This required recapture and replacement of the system. A new valve was loaded into a new delivery catheter system and successfully implanted. It was noted that the branch pulmonary arteries and bifurcation were small, which could have contributed to the infold. No patient complications have been reported as a result of this event. ""

Manufacturer narrative:
Concomitant medical products. Section d references the main component of the system. Other medical products in use during the event include: product ID: harmony dcs; product lot number: unknown; product type: 0195-heart valves; implant date: non-implantable device select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h2 h3 h6 image review: static images were provided for review of the event. With the little evidence it is not possible to determine accurately the cause of the fold reported; however, according to the fit analysis it looks like the distal main pulmonary artery where the outflow of the valve was intended to place was very tight. In diastole it was under the instructions for use (IFU) recommendation. Also, the right pulmonary artery (rpa)had a small diameter, that could make the release of row 1, 2 in the proximal rpa difficult and then try to pull back the valve to the distal mpa (flowering technique). Recapture the valve is considering a bailout that could be used in cases like this. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.